Event description:
The patient is reportedly experiencing intermittent lock, followed by loss of lock. External equipment was exchanged and programming adjustments were made; however, the issue was not resolved. Device testing revealed abnormal results. Revision surgery is scheduled.